Manufacturer narrative:
The patient¿s weight was requested, but was not provided. (B)(4). Approximate age of device ¿ 10 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that elevated powers were observed and the patient experienced elevated lactate dehydrogenase (ldh). Log file analysis completed by the manufacturer¿s technical services representative did not reveal any device issues. On (B)(6), it was reported that CT angiography of the chest was unremarkable. Ramp echocardiogram was unremarkable. The patient was admitted for unspecified advanced anticoagulation therapy. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined. The investigation did not confirm the reported power changes via the submitted system controller log files and there were no notable alarms active in the log file. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.